Event description:
Customer reported receiving a sensor error alert. The blood glucose reading was 91 mg/dl. Customer reported that the transmitter did not light up while she was inserting. She stated that the alert occurred after initialization. She stated that the insertion site looked fine with no bleeding, and that the sensor appeared fully inserted and flat against the skin. Customer was unsure if there was any damage on the connection bridge. A test plug procedure was performed and showed that the transmitter was functioning correctly. Customer also reported calibration error alerts. Customer stated that there was no entry of an incorrect blood glucose value nor a delayed entry, and the sensors were not expired. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The (B)(4) analysis inspected 1 opened or used enlite sensors and performed bicarbonate buffer test per (B)(4). The sensor passed with accurate readings. Unable to perform insertion complaint due that complaint is against sen serter because the customer returned the sensor only.